Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited battery depletion and would not charge, displaying zero percent despite time on a charger that showed a solid green indicator and successfully charged another device; the user was charging with the screen facing up and confirmed no case on the device. Symptoms included none, with a reported glucose of 145 mg/dl. Outcomes included the user discontinuing pump use and employing backup diabetes therapy while awaiting a replacement device. Investigation included customer service troubleshooting to verify charger function, outlet changes, charging orientation, and accessory removal, with confirmation that the charger worked with a phone and that the device could not be unlocked due to low battery. Investigation of this device revealed a suspected device power or battery malfunction consistent with a charging or internal battery/charging-circuit issue. It was concluded, based on previously established findings for similar reports, that the cause was an electrical power or battery failure of the device.